Manufacturer narrative:
Additional information was provided in d.9., d.10. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was returned for analysis, and the reported complaint was not observed. Intraocular lens (iol) returned pressed down into well area of iol case base. Solution is dried on the iol. Sample was cleaned for further evaluation. No damage to the lens observed. No root cause identified as the reported complaint "defect in the haptic during the loading process before surgery" was not observed. The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on the iol and how it was returned positioned pressed down into well area of iol case base. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Photo provided shows a lens case, secondary label set and patient ID card on top of a carton. Iol is not visible. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the defect in the haptic was identified during the loading process before surgery, the procedure completed on the same day with no patent impact. Additional information has been requested.